Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the backup battery fault that the patient stated to have occurred could not be confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files (B)(6) were submitted for review. The log file capture multiple odd power cable disconnect events that did not appear to be associated with power changes. Further information reported that the patient switched to their backup system controller due to backup battery fault alarm. Log files were submitted for the patient's old primary system controller (B)(6). The log for the primary system controller also captured power cable disconnect and low power alarms that did not appear to be associated with power exchanges. Swapping the system controller did not resolve these alarms. In addition, the log file indicated that the patient did not connect to the power module/mpu during this history which suggests the slept-on battery power.

Manufacturer narrative:
Section g2: report source corrected. Section h3: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was not confirmed via the submitted log files. The submitted log files were reviewed and did not indicate an issue with the system controller. The provided information indicated the controller, serial number (B)(6), was exchanged to the backup controller, serial number (B)(6). The controller will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.